Event description:
It was reported by the customer that a pyxis medstation es system servers was not working.customer stated that there was a delay in the dispensing of medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field has been updated with information previously reported due to processing requirements: b5, e2, e3, h6. Corrections: d1, d4, g1, h4, g1. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer encountered an issue where both their product information system (pis) and the enterprise system (es) webpage failed to unlink scancodes from items, with the es interface showing successful unlinks that reverted upon refresh. Although the "unlink" function did not work as intended, the customer found that using the "relink" button effectively achieved the desired unlinking. A technical support specialist reviewed the database tables for scan codes revealed no abnormalities, and the customer resolved all affected items using this workaround. The system functioned as intended after the customer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, servers was not working. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.